Event description:
It was reported that the bronchovideoscope image was indistinct or noisy and had no image. The issue occurred during preparation for use/setup, before the patient was in the room. There were no reports of patients¿ harm/involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it suggests the probable causes are likely due to damage (disconnection, etc.) To the image sensor unit caused by stress during use, external factors, or handling, or an abnormality (failure) in the electrical contact of the scope connector's electrical contacts. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.